Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose reached 473 mg/dl. Customer treated their blood glucose with the insulin pump. It was also found the customer was feeling thirsty, frequently urinating, and tired due to their high blood glucose. Troubleshooting found the customer had several no delivery alarms on their insulin pump. The customer stated the alarm was resolved with a complete set change. Troubleshooting could not be completed as the customer did not have a tubing clamp available. Customer was also unable to confirm if they had a bent cannula. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.